Event description:
Same event as MFR report #: 2134265-2008-02742. It was reported that in preparation for a percutaneous coronary interventional procedure, a wire fracture occurred. The lesion to be treated was located in the left anterior descending artery. During platforming at a speed of 180,000 rpms, the floppy rotawire guide wire fractured. The location of the fracture was mid-shaft. The procedure was completed with another of the same devices, and patient status was reported as 'no problem'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family was completed. The root cause could not be determined.